Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (11/19/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed; however, a secondary issue was noted when the meter was found to have pcb contamination at button switch. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging an issue with her one touch ultra 2 meter testing in settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue began the morning of (B)(6) 2013. The patient manages her diabetes with insulin (unknown type, self adjuster) and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. The patient stated, 45 minutes after the alleged issue occurred, she to feel ¿nausea, sweating.¿ the patient denied receiving any medical treatment. At the time of troubleshooting, the cca walked the reporter through the setup options to resolve the alleged issue. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.